Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Blood glucose level was impacted (300 mg/dl). Reportedly, the customer cleared the alarm by straightening the infusion set tubing and resuming insulin delivery. Multiple attempts were made by tandem¿s technical support (cts) to obtain bg and infusion set information; however, no additional information regarding this event was provided.